Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 23mm navitor valve was successfully implanted in a patient using a small flexnav delivery system at non-coronary cusp depth of 4mm and a left coronary cusp depth of 7mm. Immediately after the implantation of the navitor valve, an electrocardiogram (ECG) confirmed that the patient was experiencing a left bundle branch block (lbbb). It was stated that the conduction system may have been touched after 2 resheaths of the navitor valve. The patient was noted as having normal sinus rhythm prior to implant. The decision was made to keep the patient for observation and on a temporary pacing lead. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in the implant procedure reported. At an unknown point the patient experienced an atrioventricular block. On (B)(6) 2022 the decision was made to implant a permanent pacemaker in the patient to treat the atrioventricular block. The patient was stable at the time of report.

Manufacturer narrative:
An event of left bundle branch block and atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined, but the field indicated that the conduction system was touched after resheathing the valve which could have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na

Event description:
N/a.